Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that it was not possible to confirm the cause of the lead warning, however, it was suspected that the right atrial (ra) lead was breaking down.

Manufacturer narrative:
Concomitant medical products: 402452 lead, implanted: (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that previously, there was an atrial lead warning noted on the right atrial (ra) lead. The lead was turned off and re-programmed. A ventricular lead polarity switch was observed on the right ventricular (rv) lead. Lead insulation damage is suspected. The leads remain in use and will be monitored. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.